Event description:
Got a blister on her lower back on right side; painful/ burn/it broke and liquid came out/ touched the area, and burst the blister [burns second degree] , did not check her skin under the product while wearing thermacare/she was wearing several layers of clothing over/did read the usage instructions on thermacare before she used the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) caucasian female patient (non-pregnant) started to receive thermacare heatwrap (thermacare lower back and hip) (B)(4), device lot number: t48941, expiration date: aug2020, from an unspecified date for pain relief for spinal stenosis and osteoarthritis. Medical history included post-menopausal, pain, diabetes, poor circulation in her legs, spinal stenosis and osteoarthritis. Concomitant medication included fentanyl patch at an unknown dose applied every other day for pain and paracetamol (tylenol extra strength) (reported as tylenol arthritis pain extra strength) at unknown dose every 8 hours for pain. No other alternative therapies. The patient was using a fentanyl patch and tylenol arthritis in conjunction with this. The patient had been using thermacare lower back & hip for 10 or more years and this time, on (B)(6) 2018, she got a blister on her back and she was sure it was for that. She didn't have it on all day. The patient used it less than 8 that day. She never had this happen before. The blister was on the right side of her lower back. It could be as large as a dime or smaller. She noticed it on (B)(6) 2018, evening after removing the product. It was painful. When she touched, it broke and liquid came out. She felt it get really hot. When this happened she usually wraps it in a towel. She was treating the burn with antibiotic ointment and a bandaid. When this first happened she touched the area, and burst the blister. The patient was currently under the care of a physician for pain management for spinal stenosis and osteoarthritis. Patient's skin tone was classified as medium (neither light nor dark); she did not have sensitive skin; did not have abnormal skin conditions. Thermacare was used in no more than one day in a row. Thermacare was previously used no more than the 8 hours per day, she put it on when it got bad, took off when she went to lay down, and she did not experience the same problem/symptom during previous use. The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). While the patient was wearing thermacare, she was wearing several layers of clothing over. Maybe one or two layers of clothing but not a lot. Attached with velcro. The patient did not engage in exercise while using the product, did not check her skin under the product while wearing thermacare, did read the usage instructions on thermacare before she used the product. There were no testing and no investigations. Treatment period of thermacare heatwraps lower back and hip was completed on (B)(6) 2018. The patient had been using the product for 10 or more years and would continue to use the product. The action taken for thermacare heatwrap was dose not changed. The outcome of the event got a blister on her lower back on right side; painful/ burn and she felt it get really hot was not resolved. Blister still remained. The outcome of the other events was unknown. The consumer considered there is a reasonable possibility that the ae blister is related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the events of burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] got a blister on her lower back on right side; painful/ burn/it broke and liquid came out/ touched the area, and burst the blister [burns second degree] , did not check her skin under the product while wearing thermacare/she was wearing several layers of clothing over/did read the usage instructions on thermacare before she used the product [intentional device misuse] , product got too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 79-year-old caucasian female patient (non-pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) upc number: 305733010075, device lot number: t48941, expiration date: aug2020, from an unspecified date for pain relief for spinal stenosis and osteoarthritis. Medical history included post-menopausal, pain, diabetes, poor circulation in her legs, spinal stenosis and osteoarthritis. Concomitant medication included fentanyl patch at an unknown dose applied every other day for pain and paracetamol (tylenol extra strength) (reported as tylenol arthritis pain extra strength) at unknown dose every 8 hours for pain. No other alternative therapies. The patient was using a fentanyl patch and tylenol arthritis in conjunction with this. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect (used no more than the 8 hours per day, she put it on when it got bad, took off when she went to lay down). The patient did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient had been using thermacare lower back & hip for 10 or more years and this time, on (B)(6) 2018, she got a blister on her back and she was sure it was for that. She didn't have it on all day. The patient used it less than 8 that day. She never had this happen before. The blister was on the right side of her lower back. It could be as large as a dime or smaller. She noticed it on (B)(6) 2018, evening after removing the product. It was painful. When she touched, it broke and liquid came out. She felt it get really hot. When this happened she usually wraps it in a towel. She was treating the burn with antibiotic ointment and a bandaid. When this first happened she touched the area, and burst the blister. The patient was currently under the care of a physician for pain management for spinal stenosis and osteoarthritis. Patient's skin tone was classified as medium (neither light nor dark); she did not have sensitive skin; did not have abnormal skin conditions. Thermacare was used in no more than one day in a row. While the patient was wearing thermacare, she was wearing several layers of clothing over. Maybe one or two layers of clothing but not a lot. Attached with velcro. The patient did not engage in exercise while using the product, did not check her skin under the product while wearing thermacare, did read the usage instructions on thermacare before she used the product. There were no testing and no investigations. Treatment period of thermacare heatwraps lower back and hip was completed on (B)(6) 2018. The patient had been using the product for 10 or more years and would continue to use the product. The action taken for thermacare heatwrap was dose not changed. The outcome of the event "got a blister on her lower back on right side; painful/ burn/it broke and liquid came out/ touched the area, and burst the blister" and "product got too hot" was not resolved. Blister still remained. The outcome of the other event was unknown. The consumer considered there is a reasonable possibility that the ae blister is related to the device. According to investigation summary received from a product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The evaluation of the returned sample (under expedited complaint for too hot #) did not provide any additional evidence as to why the consumer stated the wrap was too hot. The returned wrap was not the wrap worn by the consumer. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "product got too hot". The cause of the "product got too hot" complaint is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2018): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment based on the information provided, the events of burns second degree, intentional device misuse, and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse, and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The evaluation of the returned sample (under expedited complaint for too hot #) did not provide any additional evidence as to why the consumer stated the wrap was too hot. The returned wrap was not the wrap worn by the consumer. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "product got too hot ". The cause of the "product got too hot" complaint is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.